Manufacturer narrative:
The manufacturer has learned that the pt has died; however, it is unk at this time if the device is involved. The manufacturer is attempting to acquire additional info concerning the pt's death and the device for analysis. No further info is available at this time.

Event description:
On (B)(6) 2004, the pt who is a destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). On (B)(6) 2004, the hospital vad coordinator contacted the manufacturer reporting that on (B)(6) 2004, the pt's controller stated alarming red heart/yellow wrench. The vad coordinator felt that the pt had possibly aspirated fluid (puss) into the motor. The pt was hand pumped and then put on pneumatic support. On (B)(6) 2004, the hospital tried to restart the pump electrically. The controller alarmed red heart/yellow wrench. The controller was changed out, and alarms still persisted. The pt was then put back on the pneumatic support. The pt remains on pneumatic support of the lvas.